Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty disconnecting the controller power cables from the mpu was not confirmed. The system controller, serial (B)(6), was not returned. The provided information indicated that it was not possible to disengage the white power cable nut from the mpu. A wrench was used to unscrew the nut and disconnect the cable. No further damages were noted on the nut. The connector on both sides were visible. The controller was still fully functional. No product exchanges were needed. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connector. Gently bring the connectors together, turning them slightly to make the connection, if needed, never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the account could not disconnect the controller power cables from the mobile power unit (mpu). The account tried everything but could not loosen the connection. The controller was to be exchanged. A new mobile power unit (mpu) and backup controller were ordered. The clinical specialist visited the patient at the rehab center to investigate the power cable connection. It was not possible to disengage the nut of the white power cable with handcraft. A small pipe wrench successfully disconnected the controller power cables from the mpu. No further damages were noted on the nut. The connector on both sides were visible. The controller was still fully functional. No product exchanges were needed. The device operated as expected. The patient was doing fine. No additional information regarding treatment or plan of care was provided.